Event description:
On 7/26/2023, it was reported by a facility representative via sems that an ar-9800 synergyrf console was not working properly; the console stopped working. This was discovered during an unspecified procedure, with no adverse event or patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 (no problem found) the evaluation did not identify any issues relevant to the reported event.